Event description:
It was reported the greater trochanter reattachment plate failed to connect the proximal femur plate during a orif procedure. The supplied connection bolt within the gtrap was used with a t25 screwdriver. The surgeons were informed of all documented procedural processes to ensure proper connection of the 2 plates. The t25 driver was removal from the 6nm torque handle to ensure dexterity. They were informed to rotate the connection bolt counter clockwise for the connection bolt to seat the thread into the proximal femur plate. The bolt appears to have stripped threads. Unaware for the plates condition. Due to the inability to attach the gtrap plate or to replace the gtrap bolt. The patients fixation was now lacking in the proximal component. The surgical plan was aimed as maximizing proximal fixation in a vancouver b fracture pattern. The current construct insitu does not optimally control the proximal fragment / gt area. The procedure was not completed successfully. The proximal femur plate was inserted without locking ring. A 20 minute delay was noted. No fragments generated. Patient now has sub-optimal fixation proximally.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.